Manufacturer narrative:
(B)(4). Concomitant medical products: depuy 40 mm peg size glenoid component, unknown zimmer tm 48 degree 13 mm x 130 mm humeral component unknown wires. The complaint is under investigation. Once the investigation is done a follow up MDR will be submitted.

Event description:
It was reported that the patient had right total anatomic shoulder arthroplasty, and subsequently underwent an arthroscopy procedure eleven months (11) post implantation due to pain, swelling, burning, numbness, impingement, limited range of motion starting two (2) months post operatively. Aspiration, acromioplasty and distal clavicle resection was performed in this procedure. No additional information is available.

Manufacturer narrative:
Concomitant medical products: depuy 40 mm peg size glenoid component ln b54jf1000 unknown suture, ethibond strands 00434811213 humeral stem 48 degrees 12 mm stem diameter 130 mm stem length 60989158. The complaint is under investigation once the investigation is completed a follow up report will be submitted.

Event description:
No additional information is available to report at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint can be confirmed based on operative reports mentioning diagnostic aspiration, resection of distal clavicle due to severe arthritis . Review of the device history record identified no deviations or anomalies. A depuy glenoid was used in conjunction with a zimmer humeral stem and head which is considered off-label use, however, it is unknown whether this caused or contributed to the event, therefore, with the information provided, a root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.